Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been beeping and that the dose had stopped and unable to restart the pump. Troubleshooting was performed without success. The patient indicated that one dose had infused. The infusion center staff cleared and reset the pump, after which no further issues were reported. No adverse effects were reported.

Manufacturer narrative:
H4. Device MFR date is unknown. No information is available based on the reported serial number. B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.